Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that a patient presented in clinic with an implantable cardioverter defibrillator (ICD) that was unable to be interrogated. Technical service transmission showed the device had premature battery depletion but also suspected that the device had a battery performance alert (bpa) because the device was in bpa advisory. The device was explanted and replaced. The patient was stable.